Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Date sent to the FDA: 03/28/2016, it was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was implanted concurrently with bso, posterior colporrhaphy, and perineoplasty. It was reported that the patient underwent exploratory laparotomy with lysis of adhesions on (B)(6) 2010 due to small bowel obstruction secondary to adhesions. No additional information has been provided. (B)(4).

Manufacturer narrative:
(B)(4). The mesh was removed in an office procedure on (B)(6) 2008 due to pain and vaginal mesh erosion. The patient had another mesh excision on (B)(6) 2012.

Event description:
It was reported that a patient underwent a gynecological procedure on (B)(6) 2007 and mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.